Event description:
Patient reported obtaining back to back blood glucose results of 530 mg/dl, 84 mg/dl, and 87 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. At the time that the results were obtained, patient's device was incorrectly coded for the test strips. Technical support requested the return of the suspect product and replacement product was shipped.